Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the patient had an ablation there was an alert on the right ventricular (rv) lead for low pacing impedance, it was also stated that pacing impedance trend was decreasing. It was also noted that there was numerous short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.